Event description:
It was reported that the presented remotely via merlin.net. Upon review of transmission records it was noted that the right-ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. As a resolution the rv lead was explanted and replaced. The patient condition was stable.